Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Patient reported "misalignment, deformation and bump". Later patient reported "breast pain, functional discomfort, visible asymmetry, contour deformity, contour irregularities, implant malposition and skin changes". This record is for right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "misalignment", "deformation" and "bump". Later patient reported "breast pain", "functional discomfort", "visible asymmetry", "contour deformity", "contour irregularities", "implant malposition" and "skin changes". Later patient reported "device is ruptured" and "capsular contracture baker grade unknown". This record is for right side. Device remains implanted.